Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant in (B)(6) 2014, the patient had infection and inflammation around the stoma site. It was treated with augmentin and bactrim for 10 days. On (B)(6) 2014, the patient was hospitalized and on (B)(6) 2014, two stitches were placed to hold the peg tube. On (B)(6) 2014, two stitches were placed again because the last ones came apart. During the second week of (B)(6) 2014, the peg tube was removed and replaced with a foley tube because a peg tube was not available. Reportedly, the treatment was effective and the patient's skin condition was clean and only slightly inflamed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: after the peg tube was replaced, the patient's condition became better and the inflammation disappeared.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant in (B)(6) 2014, the patient had infection and inflammation around the stoma site. It was treated with augmentin and bactrim for 10 days. On (B)(6), 2014, the patient was hospitalized and on (B)(6), 2014, two stitches were placed to hold the peg tube. On (B)(6), 2014, two stitches were placed again because the last ones came apart. During the second week of (B)(6) 2014, the peg tube was removed and replaced with a foley tube because a peg tube was not available. Reportedly, the treatment was effective and the patient's skin condition was clean and only slightly inflamed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.